Manufacturer narrative:
This device has been received, but an eval has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.

Event description:
The complainant reported that the clinicians were preparing the polaris ultra ureteral stent for therapeutic implant into the urinary duct of a patient. During this preparation, the doctor pulled the distal part of the stent to remove the sheath, but the stent was torn in two without resistance. The physician then obtained another of the same device and successfully completed the patient procedure. Following the successful completion of the procedure, the suture of the subject device was found to be tangled. The doctor pulled off the suture by force and the proximal portion of the stent became torn longitudinally. The complainant reported that there was no adverse affect to the patient as a result of the reported malfunction.